Event description:
Voluntary medwatch received states it was reported that the patient had an interrogation that revealed high pacing impedance on the atrial (ra) lead. No changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156958 primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.